Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top of the cartridge fell off. Customer¿s blood glucose level was 70-180 mg/dl. The customer changed the cartridge and was able to successfully resume insulin delivery.